Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the insertion part of the distal end of the light guide rod lens (2x) had foreign material. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a distorted and flickering on and off image. The event occurred during set up. There were no reports of patient harm.